Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reported problem was observed during initial testing. However, the device was put through extensive testing including functional stress testing, bench handling, and power cycling without duplicating the reported problem. Therefore, the battery interconnect board was replaced as precaution. The device was recertified and returned to the customer. The board was scrapped after evaluation. Analysis of reports of this type has not identified an increase in trend.